Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy in the oncology 3a department (medication, dose, programmed amount and delivery rate unknown) when the secondary infusion was complete. The customer also reported that they could not back-prime. There was no known patient injury or medical intervention associated with this event. No additional information is available.